Manufacturer narrative:
(B) (4). Device evaluation summary: batch number (B) (4) was released by qc according to defined specifications. The documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle and sterility test are registered as conforming. The exact cause of this event is then impossible to determine.

Event description:
The pt reported the day after treatment with juvederm ultra to the lips, they became red and swollen. Within a few days 'cold sores' developed, which turned to blisters. Further follow-up with the physician notes, " this pt has herpes simplex for last few years. When first seen, [the pt] had active lesions on [the] chin and I delayed [the pt] juvederm till the lesions healed. After juvederm was injected, herpes was reactivated on [the] lips. [The pt] was treated with zovirax cream and tablets with healing of the blisters. Last seen [the pt] did have a few erythematosus papules at the site of herpes lesions which were showing steady resolution." The pt stated ... Scarring on lips.